Event description:
The doctor states the "endo gia (xl)will not fire". Doctor reports "no visible injury noted to tissue/patient". Visual inspection of devices (after removal from patient's abdomen indicated: staple load still connected to device, a few staples not intact/showing in rear of device sticking up with jagged points exposed, seamguard not stapled. Called general surgery's team manager, called risk management. Infomed staff to keep all pieces and sent to risk management to pick up. Supplies and devices involved: 12mm xl endo gia (covidien) egiauxl lot p4g0545x exp date: 07/01/2019, seamguard (gore) item 1bsguss60b expiration date: 01/01/2017 and, endo gia articulating reload with tri-staple technology (covidien)item egia60amt, lot number: n4j0769kx expiration date: 09/01/2019.